Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had check in line error. No additional information was provided. There was no reported patient involvement.

Event description:
It was reported that the device had check in line error. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air-in-line due to ail error. A review of the device history record showed the device had a manufacture date of 10/04/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in two production failures q6 (B)(4) and q6 (b)(4( for illegible occlusion test label, which does not correlate to the customers reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor assembly - faulty. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2014-0284 lvp air-in-line.